Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chronically high and rising left ventricular (lv) lead pacing threshold that was attempted to be reprogrammed at a previous appointment, however, there were no other suitable vectors. The lv lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.